Event description:
It was reported the patient received the following results within 15 minutes: 63 mg/dl and 102 mg/dl. The patient felt shaky and sweaty and took some glucose tablets to stabilize the glucose values and felt better.